Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. Two cartons containing five ar-8400ds, batch 14146327 devices each were received for investigation. Visual inspection identified that the graphic representing the device tip on the label was not present. Per amie quality, dev-00746 is in place to allow the use of labels without graphics.

Event description:
It was reported that the picture of the shaver blade is missing on the label. There was no harm for patient, operator or third-party reported. No further information received.